Event description:
It was reported that there was a pump volume discrepancy; prior to the pump replacement the expected reservoir volume was 7ml and the actual reservoir volume was 17 ml. At the time of pump replacement, the expected reservoir volume was 11.3ml and the actual reservoir volume was 18 ml. No pt symptoms were reported. The pump contained sufentanil 50mcg/ml with a daily dose of 21mcg. The report indicated that the pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.